Event description:
Reportable based on device analysis completed on 29may2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm maverick balloon catheter, a 2.75 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion because of severe calcification. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a synergy xd mr ous 2.75 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of mid stent damage with stent struts pulled. The undamaged crimped stent outer diameter was measured within crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.